Event description:
Defective gearbox. The gearbox coupling was found laying in the bottom of the gantry, and since the coupling that holds the axial drive gears to the gearbox was not present. The detectors on the gantry could have moved by themselves if it had broken free of the friction that was holding the axial gears to the gearbox which could lead to a potential for catastrophic injury or death.